Event description:
It was reported the patient had stimulation, and the decrease amplitude button on his programmer was unable to become unstuck. A replacement device was sent to the patient. The sjm representative met with the patient and the new programmer was working properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.